Event description:
A us dist contacted zoll to report that electrode belt sn (B)(4) has non-functional. Ecgs.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon eval, the black pulse wire that connects to the rear 2 wire therapy electrode (te) was pulled from the connector causing intermittent contact. The cause of the test failure is the intermittently connected pulse wire. The root cause of the intermittently connected pulse wire cannot not be positively identified. No adverse event resulted from the defective electrode belt.